Manufacturer narrative:
Vyaire file identification: (B)(4). The log files has been sent by customer, and reviewed by vyaire technical support. The root cause was determined to be user fault. The blower overheating due to lack of maintenance / filter exchange combined with not reacting on blower temperature alarms caused damage of blower unit vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 experienced tf 316 - blower failure. The customer confirmed that there was no patient involvement associated with the reported event.